Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient had a lead revision due to migration. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3487a-33, lot# j0424929v, implanted: (B)(6) 2004. Product type: lead. (B)(4).